Event description:
It was reported that the customer experienced a cgm error 42 multiple times with their pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own during one occurrence, and for a subsequent error. The customer was able to resume insulin delivery. Cts arranged for a replacement pump to be sent. Customer will continue to use current pump.